Manufacturer narrative:
H.6. Investigation summary: the customer issued a complaint for a detached needle guard problem detected by end user. A photo was provided to bd medical ¿ pharmaceutical system (bdm-ps) for analysis. Bdm-ps performed a batch history record¿s review (bhr) including a review of all data collected during in process and quality inspections. The batches involved in this complaint meet all acceptable quality levels (aql¿s), were manufactured and released according to applicable procedures and specifications. Based on investigation conclusion a syringe can only become detached if syringe capture features or the flange of the syringe get damaged/broken or if the syringe receives an impact after syringe insertion which causes it to unclip from the device. Therefore, the syringe most likely became detached as it was not clipped into the device properly or it received an external impact after syringe insertion which caused it to unclip from the device. None of these causes are related to bd process. Investigation was conducted with pictures/analysis report provided by the customer without need of physical sample provided by the customer. H3 other text : see section h.10.

Event description:
It was reported that the safety device separated from the ultrasafe x100l png teal nvs stein before use. Lot# 8051590 was reported to have had 1 occurrence of this event, while lot# 8016559 was reported to have had an unspecified number of occurrences. The following information was provided by the initial reporter: ¿syringe detaches from nsd".

Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 8051590. Medical device expiration date: 2023-01-31. Device manufacture date: 2018-02-20. Medical device lot #: 8016559. Medical device expiration date: 2022-12-31. Device manufacture date: 2018-01-16. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the safety device separated from the ultrasafe x100l png teal nvs stein before use. Lot# 8051590 was reported to have had 1 occurrence of this event, while lot# 8016559 was reported to have had an unspecified number of occurrences. The following information was provided by the initial reporter: ¿syringe detaches from nsd".